Event description:
Reporter noted phaco not working right during case. Posterior capsule rupture during phaco. Dropped nucleus while engaging heminucleus in chop mode. Required posterior vitrectomy to remove lens. Ac iol implanted.